Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 33-year-old female patient who had essure (batch no. 50616441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced adverse reaction ("new potential product liability claim"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. 50616441 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 50616441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. 50616441 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: essure removal date was updated from (B)(6) 2018 to (B)(6) 2018; previously reported event new potential product liability claim was specified as abnormal bleeding, pain and dyspareunia; essure removal and was deleted as event and considered as pain treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain/pain, including chronic pain; ") in a 33 year-old female patient who had essure inserted (lot no. 50616441). Additional non-serious events are detailed below. The patient had a medical history of dysuria (increased of frequency of urination, urgency. Cloudy urine), cystitis, epigastric pain (abdominal pain ¿ also epigastric pain ongoing issues with abdomen and gets intermittent constipation and diarrhoea last week had constant loin pain, triggered and worsened by eating solid food with drinking no urinary symptoms at all also, really itchy side of foot no rash but sometimes small dots), uti (uti already had nito and trimethoprim seen in accident and emergency department for back pain recurrent uti), blood in urine, abdominal pain (lower and upper), genital bleeding, caesarean section and urinary tract infection. N the middlline pelvis there is a heterogeneous area measuring 43 x36 x55 mm. No internal vascular flow with colour doppler.appearance are suggestive of haematoma.both ovaries visualized and appeared unremarkable. No frre fluid or collection seen. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological issues"), polycystic ovarian syndrome ("polycystic ovarian syndrome"), fatigue ("fatigue"), skin irritation ("skin irritation"), hair growth abnormal ("abnormal hair growth"), tooth disorder ("dental issues") and mental impairment ("diminished brain function"). The patient was treated with surgery (total abdomen hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. The reporter considered dyspareunia, fatigue, genital haemorrhage, hair growth abnormal, hypersensitivity, mental disorder, mental impairment, pelvic pain, polycystic ovarian syndrome, skin irritation and tooth disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: both tubes are now blocked [magnetic resonance imaging] on (B)(6) 2018: for mr pelivs as discussed with phycisian. Has recurrent utis. Uss - left hypoechoic lesion. Has eesure sterilization devies in fallopian tubes. To assess for local inflamm in pelvis any local inflamm/invasion to bladder of sterilization devices. MRI pelvis : findings: no intravesical mass, wall thickening or perivesical abnormalities. No collection or pelvic free fluid. Unremarkable anteverted uterus. Normal ovaries bilaterally. The fallopian tube sterilisation devices remain in situ. No other significant abnormality. Impression: the sterilisation devices remain in situ. [Pathology test] on (B)(6) 2018: histo pathology report : specimen : uterus, cervix and ovaries both fallopian tubes : intralemenal metal coils within the isthamic portion cervix : normal appearance endometrium : late secretory type [pregnancy test] on (B)(6) 2018: negative [ultrasound scan] on (B)(6) 2018: us pelvis ta and transvaginal normal sized anteverted uterus with endometrial echo measuring approximately 10.7 mm right ovary appears normal in size and echotexture left ovary appears normal in size and echotexture there is no pelvic free fluid/large adnexal masses see the left device is seen extending from the upper endometrium to the outer endometrium. The right device possibility identified but unable to confirm/identify if device is correctly sited due to position of uterus; (date unknown): normal bright endometrial stripe measuring 5rnm in depth. No evidence of retained products of conception seen. The uterus is anteverted and appears bulky, diffuse in echopattern measuring 116 x 75 x 50mm. Both ovaries appear normal. No cysts, free fluid or pelvic masses seen. [Ultrasound scan vagina] (date unknown): transabdominal and transvaginal scans performed with verba consent.latex allergy checked. Hysterectomy noted.normal appaeance of the vaginal cuff. No evidence of the previously reported midline haematoma. Left ovary appears normal in size and echotexture. Right ovary not seen due to overlaying bowel. Both adnexa nad however largely obscured by bowel. No evidence of free fluid / pelvic collection. 50616441 manufacturing date: 2011-08 expiration date: 2014-08 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hypersensitivity ,mental disorder ,polycystic ovarian syndrome, fatigue , ,skin irritation ,hair growth abnormal ,tooth disorder, mental impairment added. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. .non drug treatment updated. New events hypersensitivity ,mental disorder ,polycystic ovarian syndrome, fatigue , ,skin irritation ,hair growth abnormal ,tooth disorder, mental impairment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure (batch no. 50616441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced adverse reaction ("new potential product liability claim"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08-oct-2021: reporter, patient date of birth, device removal date added, medical device removal event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.